Manufacturer narrative:
A follow up report will be submitted when the investigation has been completed.

Event description:
Reported to siemens by distributor (B)(4); catheter kinked and broke at the transducer tip while advancing catheter from right femoral vein towards the heart.